Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a ventricular lead was attempted but not used during the initial implant procedure. The lead could not fixate during placement and was removed and replaced. Additionally, the atrial lead was attempted several times but could not be successfully positioned. The lead dislodged and could not fixate. The lead was removed and replaced. An x-ray was taken after the procedure and indicated the replacement atrial lead dislodged. The patient was re-opened and the lead was removed and replaced. No patient complications have been reported as a result of this event.